Event description:
Report received of an independent rate change. The pump was programmed to infuse an unspecified solution at a rate of 16ml/hr on the primary line. Approximately 45 minutes later the nurse reportedly found the pump infusing at 100ml/hr. The secondary line on the pump was programmed to delivery at a rate of 100ml/hr; however, there was no fluid ordered to be infused on the secondary line. Attached to the secondary port was a 10ml syringe. The pump was removed from clinical service. The patient did not experience any adverse effects. Though requested, there is no further information available.